Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump that was infusing tpn into a central line was noted to be alarming air in line. While trying to remove the air bubbles the nurse noticed drops of tpn were leaking from the IV tubing. The md ordered the tpn to be stopped, blood cultures of the central line be performed and IV fluids continued until the new tpn was available the next evening. There was no report of patient harm.